Event description:
It was reported that the programmer had a "scrambled screen". No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the event. It was also found that the ECG connector was loose. It was also noted that the media bay door was missing, the system fan was noisy and the programmer handle was broken.